Manufacturer narrative:
Related MFR: 2916596-2021-04511. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was not having any audible alarms until they were hooked up to the grounded cable at the clinic which caused a controller fault which stopped once connected to an ungrounded cable. The log files captured intermittent driveline fault events throughout along with low speed events at 9:26-9:27 when connected to the white power lead of the power module. It appears the patient has a short to shield in addition to the driveline faults. This type of behavior has been linked to potential issues with the percutaneous lead. These issues appeared to be occurring on wall power. It was noted that the patient has a known driveline fault and had a prior driveline repair and no there is no space for another driveline repair. The patient has now developed a short to shield. Pump exchange was discussed with the patient but has refused an elective exchange.

Manufacturer narrative:
Section h6: type of investigation: 4121 - event history log review; manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low-speed events and driveline faults. The account submitted a log file for review. The submitted log file captured low-speed events, as well as associated alarms, on (B)(6) 2023 at 09:26:02 through 09:27:28. Each of the events occurred while the system was operating on the power module. Additionally, multiple yellow wrench advisories associated with multiple driveline faults were captured throughout the driveline. The driveline faults appeared to result from an issue with phase 3. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low speed events and driveline faults. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.